Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that one tile on the central nurse's station (cns) would not display the bed ID, patient name. Or waveforms and was only showing numerics. Technical support (ts) had them reboot the cns, but it rebooted again before getting to the cns application. No patient harm was reported. Investigation summary: attempts to stop and re-monitor the bed did not resolve the issue. The transfer/discharge buttons were grayed out, and changing the bed ID in the bed name settings was not possible. Rebooting the cns resulted in a boot loop where it would repeatedly restart before reaching the cns application. Further troubleshooting involved powering off the cns, trying different hdds, and encountering the same boot loop issue. It was decided that the cns would need to be sent in for repair or exchange, pending confirmation of consignment terms. In the meantime, the original cns (sn: 335) was put in place. When setting up the original cns, issues with the ip and screen composition were encountered, and the cns crashed multiple times. Disconnecting the alarm indicator resolved the boot loop, suggesting a potential issue with the alarm indicator serial cable. The cns was able to boot up and function properly after subsequent troubleshooting steps. Testing the consignment cns (sn: 321) in their bme shop revealed that it continued to crash randomly, encountering errors during boot, resolution changes, and reboot attempts. It was determined that a warranty exchange should be done for the consignment unit, as it did not function reliably. The consignment team confirmed that the consignment term had ended, and the cns should be returned. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Likely root causes for operational issues, crashing, and boot looping may be related to failing or corrupt hard drives. The hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 attempt #1 09/12/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/03/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/05/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that one tile on the central nurse's station (cns) would not display the bed ID, patient name. Or waveforms and was only showing numerics. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they have one tile that will not display the bed ID, patient name. Waveforms. It is only showing numerics. Tech support (ts) had them reboot the cns, but the cns would not boot up into the application again. It would boot up, go into windows, and then reboot itself before it got into the application. The bme took the unit into their shop and could not resolve the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have one tile that will not display the bed ID, patient name. Waveforms. It is only showing numerics. Tech support (ts) had them reboot the cns, but the cns would not boot up into the application again. It would boot up, go into windows, and then reboot itself before it got into the application. The bme took the unit into their shop and could not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.